Event description:
Clinical adverse event received for anterior pain during stairs climbing. Device and procedure (relatedness). Device related: not related. Procedure related: definitely related. Procedure: tka using cr fb.

Event description:
Additional informtion received on 10/18/2024 for report mw5159712. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).